Manufacturer narrative:
H6: imdrf device code a040601 captures the reportable event of cutting wire kinked.

Event description:
It was reported to boston scientific corporation that an rx needle knife xl was attempted to be used in the papillary area during a procedure performed on (B)(6) 2025. During the procedure, an orientation abnormality in the cutting wire of the device occurred. It was also reported that the cutting wire was bent. The procedure was completed with another rx needle knife xl. There were no patient complications reported as a result of this event.